Event description:
Clinical study. It was reported that post a coronary artery stenting treatment procedure, the pt experienced an acute myocardial infarction (ami). The pt was presented with unstable angina. The target lesion was a native coronary with history of restenosis. The lesion was 99% stenosed, 18.0mm long and was located in the mid right coronary artery (rca). The vessel was 3.5mm in diameter. The lesion was predilated with a 3.50x15mm unk balloon and inflated to 12 atms. The 3.50x20mm taxus express2 stent was successfully deployed in the lesion at 14 atms and was well apposed to the vessel wall. Post procedural visual eval revealed 0% residual stenosis with restoration of timi 2 to 3 flow. The pt was discharged four days later on bayaspirin and panaldine. At 183 days post procedure, the pt presented with an acute myocardial infarction and a percutaneous intervention was performed in the mid rca. The lesion being treated was 75% stenosed and 18.0mm long portion of the mid rca. During the percutaneous coronary intervention (pci), a thrombuster was used and unk bare metal stent was placed in the lesion. Post treatment visual eval revealed 0% stenosis. The pt was discharged 13 days later. The event was successfully resolved. Possibly related to taxus stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.